Event description:
A healthcare facility in (B)(6) reported via our distributor that an rt340 adult dual-heated evaqua breathing circuit failed the leak test on a pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a hole approximately 40 cm from the proximal connector on the evaqua expiratory limb. A lot check revealed no other complaints of this nature for lot 130225. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. The hospital further reported that a non-fph circuit hanger was used in the set up. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, (B)(4). The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.